Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced dysuria since device implant, urine leakage with intercourse, anterior device tender on previous exam and identified as source of pain with intercourse, dyspareunia, pain, and right-sided hydronephrosis was found incidentally after office cystoscopy revealed no right ureteral efflux. Cystoscopy findings noted a suture at right base just posterior medial to the right ureteral orifice visible just below the mucosa on exam. Peristalsis on the right ureter but no clear efflux seen. An ultrasound was ordered. Patient had transvaginal device explantation and cystourethroscopy under general anesthesia with an estimated blood loss of 200 ml. Findings noted the right ureteral orifice had a distorted location and somewhat pulled over toward the right lateral bladder wall. A prolene suture from the device fixation was seen on the patient's right, just under the bladder mucosa, medial and posterior to the right ureteral orifice. A tight band of device was found across the anterior wall of the vagina near its junction to the cervix. After device removal the left ureter effluxed briskly. The right ureter had an indwelling stent placed by urology. The device specimen was submitted to pathology. Patient had placement of right ureteral stent with fluoroscopy.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.